Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed); the analyst noted that by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress; full lead returned and analzyed.

Event description:
It was reported during the implant procedure that 3 guidewires would not pass through the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor blood/body fluid; the analyst noted that by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress; full lead returned and analzyed.